Event description:
It was reported that the patient's vns generator was unable to be interrogated. . The physician attempted to interrogate the patient 3 times on 3 different tablets. It was noted that the patient could not feel therapy the last couple of days prior to the report. The company representative presented at the patient's next appointment to troubleshoot. It was stated that while attempting to interrogate the vns using multiple programming systems, the company representative kept observing the error "generator not found." Interrogations were attempted with wand cable connection, the wand pressed against the patient's chest, and with the patient and wands oriented in direction positions. No motion tablet was available for attempts. It was stated that a demo generator was able to be interrogated in the same room. As no data (diagnostics, tablet data, etc.) Has been received indicating that the generator battery had prematurely depleted, it was determined that the failure to program was suspected as due to a generator issue. Follow up with the physician's office revealed that the generator was able to be palpated and the programming wand was confirmed as over the generator. It was stated that the patient's vns generator chest pocket was not known to be deep nor has the patient experienced recent weight gain. The facility reported not being able to interrogate the vns since the initial report. They were unable to provide any information on the patient's last known interrogation as this was the patient's first visit to the office. A review of device history records revealed that the generator was sterilized and passed quality control inspection prior to distribution. The patient underwent vns generator replacement surgery due to being unable to interrogate the device. Upon connecting the new generator, high impedance was observed and the vns lead was replaced as well. The high impedance will be reported in mfg. Report #1644487-2019-00700. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.